Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This is a duplicate report of 1818910-2011-09574. 1818910-2014-27523 will be rejected. 1818910-2011-09574 will be kept for investigation purposes.

Event description:
Pfs and medical records received. It should be noted these records were received through a pfs for an existing complaint. Formal litigation hasn¿t been filed yet, so this complaint isnt legal. Part/lot information provided. Medical records received and indicated the patient was revised on (B)(6) 2011 for pain. The cup, liner, and head are being reported.